Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up emdr will be submitted when additional information becomes available.

Event description:
It was reported that the error message "venous bubble sensor defective" occurred. The customer had an extra venous bubble sensor and was able to switch the sensor out. The venous bubble intervention was not activated to trigger a pump stop. There were no visible damages noted on the sensor. The failure occurred during treatment. No harm to any person has been reported. Complaint ID# (B)(4).

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that the error message "venous bubble sensor defective" occurred. The customer had an extra venous bubble sensor and was able to switch the sensor out. The venous bubble sensor intervention was not activated to trigger a pump stop. There were no visible damages noted on the sensor. The failure occurred during treatment. A getinge field service technician (fst) investigated the device. The fst mentioned that the wrong venous bubble sensor was sent in, which passed all tests. An additional new venous bubble sensor was delivered to the customer and the defective one was discarded. The fst performed safety, calibration, and functionality checks of the cardiohelp to factory specifications. All function tests are passed. A similar failure was investigated by life cycle engineering on 2020-04-28. The affected sensor was sent to the supplier sonotec gmbh to determine the root cause. The supplier confirmed the failure. According to their investigation the sensor is electrically damaged. Following possible root causes were determined: -damaged cable due to mechanical tension. -damage due to over voltage or esd (electrostatic discharge). According to the instructions for use, chapters 2.2.5 and 5.4.4 the venous bubble sensor and the arterial flow/bubble sensor have to be tested before each use. The cardiohelp has a flow/bubble sensor for bubble detection. The optional venous bubble sensor is for additional bubble detection. The review of the non-conformities has been performed on 2022-08-05 for the period of 2016-06-01 to 2022-08-01. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2016-06-01. Based on the results the reported failure "venous bubble sensor defective error message" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.